Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, abdominal pain, nausea and vomiting. The cause of peritonitis was unknown. The same day as event onset, the patient was hospitalized and treated with injection ceftazidime (1gm, once daily, intraperitoneal for fourteen days) and injection vancomycin (500mg, every 5days, intraperitoneal, for fourteen days) for peritonitis. The patient was discharged four days after hospital admission. On an unknown date, the patient recovered from peritonitis. Pd therapy was ongoing. No additional information is available.